Event description:
The customer reported a fan failure alarm on this ventilator. This alarm happened while in patient use, no patient harm. The ventilator was removed from the patient and the patient was placed on another ventilator.

Manufacturer narrative:
The customer evaluated the ventilator and isolated the reported failure to the gas delivery engine.